Event description:
Additional information reports that the patient ins (stimulator) battery¿ immaturely¿ depleted before (B)(6) 2014 due to settings that were too high. It was noted that .8 turned down to 2 something per patient. He was supposed to have the replacement (B)(6) 2014 but that got changed to (B)(6) 2014 and the patient was concerned they will change the surgery date again. The patient stated (B)(6) 2014 he had a laser procedure done due to bladder issues and was scoped.

Manufacturer narrative:
Additional review determined that device code (B)(4) does not apply to the event. Type of reportable event is being corrected to serious injury. Conclusion codes have been updated.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v589242, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported that the amplitude was too high and the implantable neurostimulator (ins) battery went dead. The patient did not know if it was considered normal battery depletion. It lasted about 4 years and he was initially told it would last 5-7 years but he "ran the battery down because, I had the numbers too high." The doctor told him he had to get a whole new system implanted with a battery and lead and the patient wanted to know why they couldn't just top a battery replacement. The ins battery replacement occurred on (B)(6) 2014. It was unclear if this was normal battery depletion.

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient had a couple falls about one year ago and since then his device had not worked as well. The stimulator worked at first but since he fell the stimulator has not worked as well. The patient went to see his physician and he confirmed the battery was low but did not tell him how low. The ins battery depletion was normal but caller expressed dissatisfaction with longevity. The patient noted the doctor told him the implantable neurostimulator (ins) battery would last 7 years. The patient confirmed that he felt stimulation at 3.7 amp. The patient did not feel stimulation 24 hours a day. The patient did not feel stimulation at all after he programs it. The patient was getting up in the middle of the night now and he didn't have that issue before. The patient was doing worse on the oral medication. The patient takes oxybutynin 25 mg oral medication. The patient asked about longevity and how his 4 programs differ. The patient noted stimulation in the wrong location. The patient had "multiple falls" since implant and he was trying to get seen by a doctor for xray of lead wires. (B)(6) was last appointment with his doctor. The patient stopped taking the oral medication prescribed to him on (B)(6) - oxybutynin 25 mg. It made him get up in the night to go to the bathroom so he stopped taking it. The patient noted his doctor was not returning his calls so he wanted to contact another physician. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had a few falls 1.5 years ago. The patient reported the falls to his doctor - the patient thought his stimulation was different after the falls. Initially therapy was working for him. Around that time is when the patient turned stim up to 8.0 because therapy was not working. The doctor turned stim down to 4.0 once ins battery was tested in (B)(6) 2014 but that amplitude was not as effective for the patient. With interstim the patient was constipated. The patient asked if this was common. The patient was going back for more tests with doctor. He needs an ultrasound. The patient was going to do a water test. The doctor told the patient the entire system needed to be replaced - ins and leads.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was not able to adjust stimulation. The patient checked the meter last night, (B)(6) 2014 and he received a screen which showed that his ins battery was low, he hadn't seen that before. At an appointment back in june hcp (healthcare provider) told him that his ins battery was low however didn't provide any more details, how much longer it may last. Back in june hcp decreased setting from 8.0 to 1.5 as they told the patient setting too high. However, it wasn't working at lower setting so the patient increased to 4v. The patient only felt stimulation while he is having a bowel movement and hcp told him that is good. The patient was trying to check screen again and was trying over clothing. Patient services agent reviewed that once the low ins screen does come up, that indicates that stimulation will be stopping soon. It was noted he did feel stimulation earlier today. The patient has an appointment to see hcp this wednesday, (B)(6) 2014 for a water test and said that they have the clinician programmer at office. The patient was also having some prostate tests the following week as physician performed some prostate procedure in the past and wanted to check again. When the patient met with physician in the past the patient requested x-rays since he had had previous falls, however, the hcp didn't want to perform x-rays. The patient noted he will be receiving a new system.

Manufacturer narrative:
(B)(4).